Event description:
It was reported that the customer was hospitalized after being paralyzed due to a fall. The customer woke up with a blood glucose reading of 50 mg/dl that morning. The customer was uncooperative, incoherent and would not eat or drink. The customer then attempted to vault the banister of their staircase and land on the couch. The customer missed, crushing two vertebrae in his spine, breaking his toe and some ribs. The customer was rushed to the hospital for treatment. It was also reported that sometimes the sensor and glucose readings are 150-200 points off. Found that the customer had been wearing the sensor for 11 days. Advised of the recommended two to three day use. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-00341.